Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing pain at the lead site. It was also reported the pt has been experiencing undesired stimulation. Lead diagnostic testing revealed no anomalies. X-rays were taken but the results are unk. Allegedly, the pt's issues have resolved but it is unk how.